Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was not possible to lock the lid on the handpiece. Therefore, the reported condition was confirmed. It was determined that the protection ring was not properly adjusted and a deformation of the housing was identified. It was determined that the handpiece leaked between the front plate and the housing. It was determined that the front panel was damaged from dropping the device. The assignable root cause was determined to be due to faulty product construction/design and faulty handling. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from france that during an unspecified surgical procedure, it was observed that it was difficult to lock the cover (lid) device on the battery hand piece device. It was further reported that the surgeon was unable to lock the lid and activate the lever to saw. There was an approximately thirty minute delay to the planned surgical procedure to retrieve a spare device. The surgical procedure was continued with the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.